Event description:
Grounding pad is not sticking properly to the patients leg, therefore the bovie equipment is not able to work properly. The staff is needing to tape grounding pad to patient's leg to help make it work properly.